Event description:
We are seeing vaginal bleeding through the vagina. She also has bleeding around the jada onto her chucks and something else [device ineffective]. No additional ae [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a registered nurse referring to a non-pregnant female patient of unknown age via (B)(6). The patient¿s past medical history, current conditions, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). Approximately on (B)(6) 2024 (also reported as (B)(6) 2024), the patient was placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route (defaulted) (lot #, serial # and expiration date were not reported) for bleeding (post-partum hemorrhage). Approximately on (B)(6) 2024 (also reported as (B)(6) 2024), the physician placed the vacuum-induced hemorrhage control system (jada system) and put 120 in the cervical seal and the suction set to 80. The nurse reported they turned the suction up to 90 because they were having some leaking. The nurse also reported they were seeing vaginal bleeding through the vagina. The suction seems to be working and there was blood in the tube, but she also has bleeding around the vacuum-induced hemorrhage control system (jada system) (device ineffective) onto her chucks and something else. No additional information regarding this adverse event, including lot number and expiration date, were collected since the nurse was actively treating a patient who was experiencing bleeding. The patient sought medical attention. No additional adverse event (ae) (no adverse event)/ product quality complaint (pqc) reported. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Therefore, priority quality investigation will not be completed. Upon internal review, the event device ineffective was considered to be serious due to required intervention (devices).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.